Manufacturer narrative:
Ge healthcare's investigation is ongoing. A supplemental report will be provided after the investigation has been completed. Patient data not provided due to country privacy laws. Initial reporter information not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that after a scan had been completed for a patient who was in a coma, the patient's family tried to move the patient from the CT table to a hospital bed and found the patient's left arm was fractured.

Manufacturer narrative:
The patient was wrapped in a blanket on the CT table for the scan procedure; a patient strap was not used to secure the patient's arm, despite the fact that the patient was comatose. During the scan, the patient's left arm slid down from his chest and his hand hit the table top cover when the cradle was moved back to a home position. A force of approx. 200n was applied to his arm, which resulted in a fracture of the humerus. The operator was reportedly not aware that the injury had occurred since the patient was wrapped in a blanket. The conclusion of the investigation is that improper positioning/monitoring of the patient caused the injury.